Manufacturer narrative:
The cryo probe was returned and thoroughly evaluated. The complaint that the probe ruptured was verified as reported. Our investigation revealed that the threaded hose coupling for the gas supply disconnected at the connector end of the accessory, causing gas to escape into the grey tubing and eventually, it rupturing. No determination could be made as to what caused the internal parts to detach from each other. The account is being made aware of the findings. To further address the issue, the customer will be advised to inspect/test cryo probes prior to use as well as have probes tested once a year per the notes on use. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The customer reported that a incident occurred with the flexible cryo probe. Specifically, during a procedure, the hose of the accessory ruptured and the loud sound affected the doctor's hearing.